Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and damage was observed to the nozzle tip. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced just outside the nozzle tip. The nozzle tip is damaged. Intraocular lens (iol) was not returned. We are unable to determine the root cause for the reported complaint "part of loader was crushed". The autonome device was returned activated, no iol returned. The directions for use (dfu) instructs to inspect the autonome nozzle before use, inspect device nozzle for damage, particulates, or deformation. Ensure that device is completely intact and that the plunger and lock-out assembly have not been moved. If the device does not pass the inspection criteria, use another company iol and autonome delivery system. All autonome devices are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify that the damage was present when opened and if the device contributed to the event. Based on the results from the product history record, the products met release criteria. Product evaluation: the product was returned for analysis and damage was observed to the nozzle tip. The device was returned loose in the carton. The lock-out assembly has been removed. Viscoelastic is observed in the device. The plunger has been fully advanced just outside the nozzle tip. The nozzle tip is damaged. Iol was not returned. Root cause: we are unable to determine the root cause for the reported complaint "part of loader was crushed". The autonome device was returned activated, no iol returned. The dfu instructs to inspect the autonome nozzle before use, inspect device nozzle for damage, particulates, or deformation. Ensure that device is completely intact and that the plunger and lock-out assembly have not been moved. If the device does not pass the inspection criteria, use another clareon iol and autonome delivery system. All autonome devices are 100% cosmetically inspected as per approved manufacturing procedures and the observed damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify that the damage was present when opened and if the device contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intra ocular lens (iol) implantation, part of loader was crushed. Additional information has been requested.